Event description:
Related manufacturer reference number: 2017865-2021-29372. It was reported that in clinic that the patient was presented for a right ventricular lead (rv) extraction due to a suspected lead fracture. It was noted that the rv lead exhibited high pacing impedance and elevated capture threshold. During interrogation prior to the procedure, it was noted that the atrial lead exhibited reproducible noise. The physician opted to explant both the atrial and rv leads. The patient was in stable condition.